Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received, as previously reported, and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information was received on april 30, 2015. It was reported that the surgery was prolonged for approximately 30 minutes due to the reported event.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery while the doctor was inserting the screw, one lateral tip of the screwdriver broke. While the scrubbed nurse loaded the next screw, the other lateral tip also broke. Then the other sterilized tray was opened to complete the case. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: received 1 instrument of axon screwdriver 388.398 for manufacturing investigation. The instrument has a broken dowel pin ø1.5mm on the screwdriver hex-tip. One non-conformance report (ncr) was generated during external production. Six pins had traces on the outer diameter surface caused by the assembling into the press fit holes. The ncr was generated about visual anomalies by the external supplier of the laser welding. As we know according similar cases the supplier wants to avoid that he is the causer of any surface deviance. The material disposition was "use as it". There is no indication that this ncr could have any influence on our case where the pins have been broken. There are no other complaints known with broken pins, neither from this lot or any other lots. While using the screwdriver the pin could possibly brake about mechanical over load. One indication is that the screwdriver hex-tip is slightly twisted. The pin which remains inside the pin hole cannot get tested further. The remaining material is too small to make a hardness test. Complaint is confirmed but not manufacturing related, all checked characteristics are within the specifications. There are no references to the reported issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.a review of the device history records has been requested.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While the scrubbed nurse was loading the next screw, the lateral tip on another screwdriver also broke.this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.